Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jul2019.

Event description:
The customer reported a battery issue. It is unknown if there's patient involvement.

Manufacturer narrative:
G4: 15oct2019; b4: 16oct2019. The support service performed evaluation and confirmed the reported problem. The battery is aged and needed to be replaced. The support service replaced the battery. After repair within specified requirements, the unit passed functional tests successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a battery issue. It is unknown if there's patient involvement.